Event description:
It was reported that an ilet user experienced hyperglycemia with a highest cgm reading of 326 mg/dl after announcing a dinner and a small dessert as a smaller meal than consumed while using a dexcom cgm and an infusion set placed right of the navel; the ilet delivered automated corrections and subsequently stabilized glucose, and the user later reported being in range at 123 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to incorrect size meal announcement, and an improper or incorrect method, with relevance to the user interface component of the device. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.